Event description:
On 1/22/1997, pt underwent a "tumt" treatment for benign prostatic hypertrophy and was discharged. Later that day, the pt went to the emergency room at another hosp complaining of pain and bleeding from penis after "tumt" treatment. Pt presented with a severe burn and a 3 cm blister oh his penis. Pt was hospitalized and discharged the following day.